Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate on or about (B)(6) 2009 treat pelvic organ prolapse. It was alleged the plaintiff has suffered serious bodily injuries, including, but not limited to, extreme vaginal pain, erosion of internal bodily tissue, dyspareunia, and bleeding resulting in additional surgeries and medical treatment. Many of these injuries are permanent in nature.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.